Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the hcp that a csf leak was noticed post-operative. No other information is known at this time.